Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver displayed err68, err121 on (B)(6) 2016. The patient's wife did not report injury or medical intervention. No additional patient or event information is available.